Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the left ventricular (lv) lead exhibited loss of capture. Fluoroscopy confirmed that the lv lead had dislodged into the right atrium (ra). The lv lead was explanted and replaced. The patient was asymptomatic and remained stable throughout the procedure.